Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset. The caller alleged that this has occurred 4 times per month, and that he has tried 3 different boxes, all from the same lot. No adverse event was reported. The used infusion sets have been discarded, however the customer will send back the unused infusion sets from the box.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.